Event description:
It was reported that a (B)(6) male patient suffered a cardiac tamponade requiring pericardiocentesis during the ablation phase of a cardiac ablation procedure for approximately 20 minutes. No transeeptal puncture was performed. The physician¿s opinion on the cause of this adverse event was product/procedure. There is no claim of device malfunction.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient suffered a cardiac tamponade requiring pericardiocentesis during the ablation phase of a cardiac ablation procedure for approximately 20 minutes. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).